Manufacturer narrative:
Correction: device lot number updated to proper value. Device manufacturing date updated to proper value.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number unavailable. Device manufacturing date is dependent on lot number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the spine clamp was damaged. The retention screw was stripped. There was no patient impact and a less than 5 minute delay while a new tray was opened to get another clamp.